Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire detachment occurred. Access was obtained through the femoral artery. The 3.5x38mm, 50% stenotic, de novo, concentric shaped lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The physician deployed a 3.5x38mm non-bcs stent and post dilated with an unspecified balloon. During removal of the 182cm choice pt graphix guide wire, the guide wire got stuck on the radiopaque tip distal to the stent. The physician was able to remove the guide wire by firmly tugging on it and then observed on the fluoroscopy image a small piece of the guide wire in the artery. Another choice pt graphix guide wire and a 6f export catheter were used to successfully remove the guide wire fragment. The physician completed the procedure with additional post dilation with a 3.5 non-bsc nc balloon and a 3.5x10mm quantum maverick balloon. No complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire detachment occurred. Access was obtained through the femoral artery. The 3.5x38mm, 50% stenotic, de novo, concentric shaped lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The physician deployed a 3.5x38mm non-bcs stent and post dilated with an unspecified balloon. During removal of the 182cm choice pt graphix guide wire, the guide wire got stuck on the radiopaque tip distal to the stent. The physician was able to remove the guide wire by firmly tugging on it and then observed on the fluoroscopy image a small piece of the guide wire in the artery. Another choice pt graphix guide wire and a 6f export catheter were used to successfully remove the guide wire fragment. The physician completed the procedure with additional post dilation with a 3.5 non-bsc nc balloon and a 3.5x10mm quantum maverick balloon. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the visual inspection revealed that the wire poly tip presents peeling and there is a kinked approximately 172.6cm from the proximal end. The outer diameters of the device were measured and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).